Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-may-2025, UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-may-2025. Codes belong to the leads. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a revision due to therapy not sufficient enough. The lead was explanted. During implantation of the new lead, the physician tried to steer with the stylet. The physician unintendedly damaged the stylet creating a big bend in the electrode proximal end in the stylet. After inserting this stylet for final placement of the lead, measuring the electrode impedances; electrode 4-7 were out of range and also indicated as wrong inserted in the wens. Upon measuring the lead/electrodes as preparation for the testing, it showed that electrodes 4, 5, 6, and 7 were not inserted correctly into the wireless external neurostimulator (wens) and showed high impedance. First it was tried to check if the fault was at wens level by replacing the wens, but the problem was not resolved before unpacking and replacing with a new lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the original lead was lead cut in pieces in order to remove it.

Manufacturer narrative:
H2. Correction: please note, code b17 no longer applies to this report. H3. The returned lead (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the # 5, 6, and 7 conductors were broken in the body of the lead; consistent with overstress damage. H6. Please note, codes b01, c13, and d11 apply to the lead with serial # (B)(6) and codes b20, c20, and d14 apply to the lead with an unknown serial #. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.